Event description:
Info received indicates the hi/low function of the bed is drifting down slowly.

Manufacturer narrative:
The technician replaced the hi/low up, down and trend valves to repair the bed.